Event description:
There was no pt involved in this event. This device malfunctioned because the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device installed on (B)(4) 2010 and operated successfully until a failed self-test on (B)(4) 2011. The memory was then erased. Although no fault was found with the pad or pad pak, the pad-pak was depleted to the point it triggered the battery management sys in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The device was capable of delivering therapy if it was required. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.